Manufacturer narrative:
MDR 3003442380-2026-20587 / initial 2 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set cannula was bent that led to caused occlusion and blood glucose was started to rise after couple of hours event on 23-mar-2026.